Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer discussed their analytical practices and it was determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. The customer removed a glob of fibrin while processing the serum tube. Additionally, the ccc specialist discovered that the customer's system was set up with an incorrect assay range (0-1000miu/ml). The siemens instructions for use specify setting up the assay range as 1-1000 miu/ml. Upon the ccc specialist's instructions, the customer corrected their assay range. The quality controls were within the acceptable ranges. The cause of the discordant, false positive hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument. The first repeat was with a dilution factor of 1:2 and the second repeat was neat, resulting positive both times. The sample was also repeated on an alternate dimension exl instrument, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.